Event description:
Situation: total parenteral nutrition (tpn) IV tubing found to have pinpoint hole and leaking ivf. Tpn was attached to double lumen peripherally inserted central catheter (PICC) line. Background: pinhole found in a portion of the line that hangs down from the radiant warmer to the pump. Assessment: registered nurse (rn) found tpn line to be sticky and appeared to have condensation droplets on the outside of the line during an air vigilance check. The line was cleansed with prevantics and found pinhole leak in line. Droplets of ivf were found along the line and on the floor. Infusion was stopped and team notified. New tpn was ordered and hung with new IV tubing. Recommendation: inspect tubing for defect. Rn found fluids to be leaking, line has a slight tear in it. Possibly occurring due to tubing being pinched radiant warmer sides. Lot #: 1023125013 (lot number may not be accurate as original product packaging was discarded).